Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported ER visit and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had visited the emergency room with diabetic ketoacidosis (dka) on (B)(6) 2025. The patient's blood glucose levels reached greater than 250 mg/dl while wearing the pod an unspecified amount of time. The patient does not recall the treatment that they received. The patient was released the same day, a few hours after admission. It was reported the controller showed an alert regarding a factory reset, which locked the patient out of the controller. The patient was using multiple daily injections and not pod therapy at the time of report. No further information was reported.